Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Metal rod on toothbrush slipped into face [face injury]. Brush head fell off in mouth and the metal rod on the toothbrush slipped into my face [injury associated with device]. Brush head fell off [device breakage]. Brush heads fitted slightly looser than the previous heads [device connection issue]. Case description: a (B)(6)consumer reported that while using an oral-b power rechargeable toothbrush handle pro cross action, the oral-b precision clean brushhead fell off, and the metal rod on the toothbrush slipped into his or her face. The incident occurred after a couple weeks of use. The consumer reported that the brush heads fit slightly looser than previous brush heads used. The case outcome was unknown. No further information was provided.